Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue was observed with the device's power management board. The device's power management board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.